Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: - baker grade experienced by the patient was iii. - date of surgery was (B)(6) 2021. Hence, field d6b has been updated on this form. - device was discarded. Hence, type of investigation has been updated to "device discarded" under field h6 on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and dent on device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast augmentation with 650cc unknown gel implants on both sides and experienced bilateral capsular contracture; baker grade unknown. Both devices had dents but were intact. As a result, the patient underwent bilateral explantation, and replacement with non-mentor devices on (B)(6) 2021. Multiple attempts have been made to obtain additional details regarding this event including clarification on patient's age at the time of event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted. This report is for the patient¿s right-sided device.